Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. Angina, mi, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2008, the patient underwent stenting in the predilated distal left circumflex (lcx) artery with one 2.5 x 15 xience v stent and direct stenting in the mid right coronary artery (mrca) with one 2.5 x 28 xience v stent. On (B)(6) 2010 the patient was re-admitted for an acute myocardial infarction with a cough, shortness of breath, and chest discomfort. The patient was found to have elevated cardiac enzymes and patent index xience stents in the lcx and mrca; however, there was an ostial 90% narrowing in a small marginal branch. There was no intervention performed. Additional information was later received indicating that although the index xience stents were patent, the narrowing in the marginal branch was in close proximity to the index xience stent in the lcx. The event resolved on (B)(6) 2010 upon discharge. The abbott clinical events committee determined this event to not be an mi as the patient had pneumonia, but no elevated enzymes. There was no additional information provided.